Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The cartridge reload had the proximal 13 drivers up without staples, and the remaining drivers down with staples present, and with the right shroud damaged. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a radical resection of urinary bladder carcinoma procedure, unable to pull the firing knob. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.